Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may have experienced premature battery depletion. The battery monitoring voltage was found to decrease at a more rapid than expected rate. The physician elected to explant the ICD.